Event description:
A surgeon reported that a memory lens iol (serial number not provided) implanted in the right eye of a female patient in 2000, has since opacified with reduced visual acuity over time. Opacification was noted as early as 7/25/2002. A yag was performed (date not provided). Visual acuity on 9/2/2005 noted as 20/50, od. Exchange of device has been recommended, but not has not been performed at this time. No further information is available.

Manufacturer narrative:
As there was no product of lot number provided, no detailed investigation can be performed.